Event description:
Customer reports using 2 strip lots to perform comparison testing. He states that results 229mg/dl and 221mg/dl were performed on lot 549212 and results of 129mg/dl and 121 mg/dl were performed on lot 549408. No action was taken based on device results. Customer reports loose desiccant in vial 549212. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.